Event description:
It was reported that during the implant procedure and upon insertion of the left ventricular lead, the target vein was dissected. The lead was not used. No adverse consequences occurred to the patient. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No intervention was required, the patient would be monitored. Device evaluation anticipated, but not yet begun